Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that during a c2-c7 fusion case, the system was allegedly inaccurate. Manufacturing representative reported that surgeon reported this was with every instrument they attempted. Manufacturing representative reported there were 3 spins taken and the system was allegedly inaccurate after every spin.this issue occurred intraoperatively and caused a more than one-hour surgical delay. There was unknown reported impact on patient outcome.

Manufacturer narrative:
(H3,h6): no parts have been received by the manufacturer for evaluation. Codes b17, c20 <(>&<)> d15 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m018081c001, serial/lot #: -, ubd: , UDI#: ' medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.